Event description:
Related manufacturer reference number: 2017865-2023-50086. It was reported a patient's right ventricular (rv) lead and atrial lead presented with high capture thresholds due to dislodgement, confirmed via x-ray. This was addressed in a procedure on (B)(6) 2023, in which both lead helixes would not spiral out normally, extend or retract. The rv and atrial leads were explanted and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issues and high capture thresholds. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported events of helix mechanism issues were confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported events of helix mechanism issues were isolated to blood/tissue in the helix region and overtorqued of the inner coil. The reported event of high capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies except for procedural damage.